Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The following physical damage was noted: cracked casing at the display window corners, lcd window, and battery tube threads along with a broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error twice. The patient's blood glucose at the time of incident was 155 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident as well. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.